Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" alarm condition occurred related to an increased airstream temperature (high temperature alarm) occurred. The alarm condition was unable to be duplicated. No components were replaced to address the issue.